Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown. Item number: unknown, item name: unknown stem, lot #: unknown. Item number: unknown, item name: unknown liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00649, 0001822565-2018-00650, 0001822565-2018- 00651.

Event description:
It was reported a patient underwent hip revision due to unknown reasons. Attempts have been made, and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00649 0001822565 - 2018 - 00652 0001822565 - 2018 - 00651.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2018-02789.